Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic on (B)(6) 2021 for a device change out. During procedure, they were found to have a fractured right ventricular lead due to clavicular crush. The lead was extracted and replaced. The patient was stable.